Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The lead demonstrated multiple signs of wear along the lead body. Approx. 38 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. In this region the insulation was severely damaged. The conductor cable to the ring electrode was found fractured and the coating of the conductor cable to the shock coil was damaged. These findings can be considered to be the root cause of the noise which led to shock delivery as reported in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore the shock coil was found deformed which most likely resulted from the extraction procedure. Due to the extent of the damage 38 cm distal to the is-1 connector pin, the mechanical analysis was not feasible. The electrical analysis confirmed a broken contact of the conductor to the ring electrode. Thus the pacing impedance could not be measured. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - approximately 63 months after implant, oversensing of noise with inappropriate shocks was reported.